Manufacturer narrative:
Patient identifier: requested, not provided. Hospital does not disclose. Age & date of birth: requested, not provided. Hospital does not disclose. Patient sex: requested, not provided. Hospital does not disclose. Weight: requested, not provided. Hospital does not disclose. Ethnicity: requested, not provided. Hospital does not disclose. Race: requested, not provided. Hospital does not disclose. Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that angio-seal device involved was used on a 6 french access site for closure of the right common femoral artery. The device was prepped and assembled normally. As the angio-seal device was inserted into the angio-seal sheath, everything seemed ordinary. The device clicked together correctly, and the secondary click when setting the anchor seemed to be no different than all other successful deployments. However, the anchor never exited from the distal end of the sheath. The anchor, and all other components of the device stayed inside the angio-seal sheath. As the entire device was brought back for the anchor to grab the inside of the vessel wall, the entire device came out of the groin site and manual pressure had to be held for hemostasis. No harm was caused to the patient. The patient was in stable condition. The procedure was successful. The event occurred intra-operative. There was no equipment or other devices used with the product involved. There was no patient injury or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by attempting to reset and redeploy the returned device. The device was reset to the forward lock position; however, the anchor was unable to deploy. The carrier tube was subsequently removed from the hemostasis sheath in order to further examine the components. The collagen was found to have been swollen with dried blood. The carrier tube was also found to have been coated in dried blood. Resistance was present which caused the carrier tube to be damaged during device separation. The complaint was able to be confirmed for non-deployment device pull-out. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Although the device was unable to be functionally tested properly, a significant amount of dried blood was identified which prevented proper device function. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).